Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal to middle left anterior descending artery (lad). A 38 x 2.75 promus premier drug-eluting stent (des) was advanced and deployed. However, due to bend and calcification, a distal stent edge dissection was observed in the middle lad. The dissection was further described as type b and flow limiting. A 2.75 x 12 promus premier des was then used to cover the dissection and the procedure was completed. The patient was stable post-procedure and fully recovered. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified. A2.25 x 12 mm non-compliant balloon was used to pre-dilate the lesion. The stent was fully deployed at 16 atmospheres for 10 seconds and post-dilated with a 2.75 x 12mm non-compliant balloon for 10 seconds.

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal to middle left anterior descending artery (lad). A 38 x 2.75 promus premier drug-eluting stent (des) was advanced and deployed. However, due to bend and calcification, a distal stent edge dissection was observed in the middle lad. The dissection was further described as type b and flow limiting. A 2.75 x 12 promus premier des was then used to cover the dissection and the procedure was completed. The patient was stable post-procedure and fully recovered.